Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: sounds like they had a drape burn, see below on description they filled me in on today. I went in and had the same problem with the light source after troubleshooting and recreated the issue on the light source salesforce case number (B)(4). [Update - no patient or user injuries. Only drape was burned. Device was warm enough to burn and smoking.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s is the wire connecting the front board to the contact ring was broken off at the ring lug crimp. Photo is attached to the investigation tab. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.